Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation as well as a photo was provided for review. The investigation of the reported event is currently underway. (Expiration date: 08/2024).

Event description:
It was reported that prior to an angioplasty procedure, the distal tip of the pta balloon was allegedly detached from the catheter which was used to connect for inflation. The procedure was completed using another device. There was no patient contact.

Event description:
It was reported that prior to an angioplasty procedure, the distal tip of the pta balloon was allegedly detached from the catheter which was used to connect for inflation. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one photo was reviewed. The photo shows detached inflation luer from the catheter. No other anomalies were noted on the submitted photos. One conquest pta dilatation catheter was returned for evaluation. Other than the inflation luer being detached from the catheter and which was not returned , no other anomalies were noted during the visual evaluation. No functional testing performed due to the nature of the complaint. Therefore, the investigation was confirmed for the reported detachment as the inflation luer noted to be completely detached from the catheter. The reported issue can also be confirmed by the submitted photo. A definitive root cause for the reported detachment could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 08/2024), g3, h6(method). H11: h6(result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.